Manufacturer narrative:
(B)(4). Method code (other): the investigation is still ongoing on this event. When the investigation is completed a follow-up will sent to the FDA. Results code (other): the investigation is still ongoing on this event. When the investigation is completed a follow-up will be sent to the FDA. Conclusions code (other): the investigation is still ongoing on this event. When the investigation is completed, a follow-up will sent to the FDA.

Event description:
The customer reported that there was a table error gantry and it cannot comply. The plan itself has a start angle of 335 and a stop angle of 179.9. When exported the stop angle is 179.0. The decimal place for the gantry is set to 1 place. The last control point is not present in the export file.